Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2408740, model: sc- 2408-74, serial: (B)(4), batch: 20567014.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information could be obtained despite good faith effort.